Event description:
The novasure device would not work properly for the md. The surgeon had a difficult time getting the device to open up and stated that it was measuring 0.5 centimeters (less than what he was measuring manually). The novasure was also indicating that it was not expanded. The novasure device will be sent back to the company for evaluation. These devices are new to the surgeons. They have been in use for the last 3-4 months so this may have contributed to the device failure. This could also be a bad lot because we sent out another device last month for similar reasons. We are looking into all possibilities. The team in the room called me during the case and I have been in contact with the hologic rep and have discussed the specific errors that were occurring with the surgeon.